Event description:
It was reported the bed exit alarm was not operating properly. The nurse was instructed to reseat the footboard, and functionality was restored. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   Distributor helped account troubleshoot over phone